Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. It was noted that only the inserter had been returned. The suture and anchor were not returned. Inspection of inserter distal tips does not indicate any anomalies that could have caused this failure. A batch review was conducted and the results indicate that this batch was processed with two unrelated incidents and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The lot review indicates there were no issues with material or assembly. A root cause for the user to have experienced this issue cannot be determined. The affiliate was contacted three times for more information and no additional information was received. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by our affiliate that healix anchor broke during implantation into the patient. It was necessary to use a second anchor to complete the surgery.